Manufacturer narrative:
Eight days after the peritonitis onset date, the peritonitis was resolved and the patient was recovered from the event. Ten days after the peritonitis onset date, the treatments with vancomycin and ceftazidime were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent, which was noted in the morning on the day of onset. The cause of peritonitis was unknown. It was reported that the patient did not break aseptic technique. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection (inj) vancomycin (1.5 gram stat, every fifth day intraperitoneally [ip]) and inj ceftazidime (1 gram per exchange ip). At the time of this report, the vancomycin/ceftazidime treatments were ongoing, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.